Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via the naked eye and microscope; no issues were noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. The reported issue was not able to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a leak from a disconnect y set during draining. It was not reported how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.